Event description:
The customer reported a failure to charge in op check. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to charge in op check. There was no pt involvement. The device was evaluated by the hosp biomed. When he removed the case, he noticed that a cable had become disconnected from the processor pca. The hosp biomed reconnected the cable to the processor pca. A successful op check was run. No parts needed to be replaced. The device passed testing and was returned to service.